Event description:
Patient reports cadd ms3 pump (serial number (B)(4)) was acting strange yesterday, kept shutting off. Patient was able to use back up pump and had no lapse in therapy or side effects. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rat and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time. All known information is contained on this form. If any additional information is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? - will be sent back; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.